Manufacturer narrative:
The thunderbeat tb-0535fcs probe was returned to the service center for evaluation for probe damage error. The user¿s complaint was confirmed. The received condition tb-0535fcs probe was attached to the usg-400/esg-400 unit and a probe check performed. The probe did not pass the probe check and an error code u509 was obtained. A visual inspection of the probe was conducted and a large amount of tissue build up was observed on the probe. The teflon pad was inspected and found to be worn with no metal exposed. The distal end of the probe was placed under a microscope and inspected and found to have 17 mm of the probe detached. The detached piece of the probe was returned to the service center. The switches were tested and operational and the wiper movement was tested but found to have some minor restriction due to the large tissue build up. The handle load and rotation of the knob torque were inspected and noted to be normal and smooth. Based upon the evaluation of the returned condition tb-0535fcs probe, the cause for the detached probe is attributed to the probe coming into contact with either a hard or metallic surface during activation. The worn teflon pad is attributed to no or insufficient tissue between the jaw and probe when the device is activated.

Event description:
The service center received a report of a thunderbeat device (tb-0535fcs), lot number kr867808, that produced an error code for probe damage during a procedure. The tb-0535fcs probe, connection points to the generator and cable were inspected prior to the procedure and no abnormalities were observed. The physician was performing a therapeutic total laparoscopic hysterectomy, and it was reported the physician was pressing the purple button when the probe damage error code was observed. The reported event occurred forty- five minutes into the procedure and the generator setting was at 2/1 when the probe damage error code was observed. The probe was removed and there was no visual damage observed on the probe or on the teflon pad (i.e.. Exposed metal). No items fell into the patient. It was reported the physician completed the procedure and there was no patient bleeding, medical intervention or surgical intervention required.